Event description:
It was reported that evaluation shows periimplantitis, significant bone loss at tooth location 7. There is an oroantral opening. Symptoms as a result of the event: bone loss, infection, inflammation, loss of integration.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13), and unknown zimmer screw were returned for investigation, visual inspection of the as returned product identified worn marking due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was used for approximately 13 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown zimmer screw. Based on the available information, device malfunction did not occur for peri-implantitis. The following sections have been updated: g6: checked "follow-up" . H3: changed "no" to "yes" .